Event description:
The pt received his trial scs system including this percutaneous trial lead on (B) (6) 2009. It was reported that in the recovery room there was difficulty programming the system to cover the pt's pain area. The physician returned the pt to the operating room to confirm the lead placement. It was determined that the lead had migrated lower in the epidural space. The physician attempted to put the stylet in the lead for repositioning, but then became concerned that the stylet may have perforated through the lead and was in the tissue. The physician removed the lead and stylet. The explanted lead was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The inner and outer tubing of the lead had separated about 18 cm from the stimulation end. There is no indication that the stylet had penetrated the inner tubing nor had exited the lead. It appears the lead had been cut through the outer and inner tubing and there was damage to the insulation material on the lead wires. Lead passes all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead had been cut and it is possible the stylet exited through that cut area. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.